Manufacturer narrative:
Good faith effort attempts were made to retrieve additional details regarding the reported event, patient, and initial reporter, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the stent tip was found to be protruding from the catheter tip. The target lesion was located in the superficial femoral artery. A 5x60x130 innova self-expanding stent selected for use. However, during preparation, it was noted that the stent tip was protruding from the catheter tip. The procedure was completed with a 5x80 innova self-expanding stent. There were no patient complications as a result of this event, and the patient was fine post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to retrieve additional details regarding the reported event, patient, and initial reporter, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted. Investigation results: the device was not received for analysis despite multiple inquiries regarding return status. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the innova device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the stent tip was found to be protruding from the catheter tip. The target lesion was located in the superficial femoral artery. A 5x60x130 innova self-expanding stent selected for use. However, during preparation, it was noted that the stent tip was protruding from the catheter tip. The procedure was completed with a 5x80 innova self-expanding stent. There were no patient complications as a result of this event, and the patient was fine post-procedure.